Event description:
Patient is hooked up to dilaudid pca on a baxter 6060 ambulatory pump. The medication was placed in a sabraset 560500-100 tubing with bag attached. The patient called because the tip of the tubing broke off inside a ultrasite valve. The nurse went to the home and wasted the medication, changed the ultrasite, and restarted therapy on the patient. The broken tubing inside the ultrasite was saved for evaluation.